Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having pain at the implant site. According to the patient it was sore when the device was implanted, but the pain got worse. The patient turned the ins off and over the weekend the pain went away, but then when the patient turned stimulation back on the pain returned. Additionally, the patient noted that their bladder does feel better with stimulation on, but due to the pain the patient cannot increase stimulation past 3.0. The patient then reported that they were feeling "electric stimulation" when the device was implanted, right where the battery pack was. The stimulation at the implant site goes away when the patient turns stimulation off, but returns when stimulation is turned on. Additionally, the patient noted that the implant site did seem "puffy" and the patient had been given "real strong antibiotics about a week and a half ago just in case there is an infection," but infection was not confirmed and the patient added the antibiotics did not make a difference. Patient status is unknown at the time of this report and the patient was advised to follow-up with their healthcare provider (hcp). There were no further complication reported or anticipated.